Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing cerebral peritoneal shunt surgery due to traumatic brain injury. It was reported that the patient had a continuous fever that occurred one week after surgery and did not improve. As there was a risk of infection, the device was removed. After the patient returned to normal another surgery was completed. There was no product damage. There were no related patient symptoms. Additional information received reported that no adjustment was done anytime after implantation. No activities/analyses were done on the valve after the removal from the patient prior to sending it to the manufacturer. The valve was not bathed in any chemicals or antibiotics prior to implantation. No MRI's were performed while the device was implanted.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, reflux and siphon testing. The catheter from (B)(4) was connected to the valve with a suture. The valve did not meet the requirements for leak testing due to a tear in the reservoir. It is unknown how or when this damage occurred. The instruction for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ the valve did not meet the requirements for pressure flow and preimplantation testing due to proteinaceous debris on the interior of the valve. Proteinaceous debris was also observed on the exterior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.